Manufacturer narrative:
Lifescan has received test strips involved with this complaint on 07/12/2011 and completed testing on 07/20/2011. The alleged issue was confirmed with the returned test strips when a control solution test was performed. Lifescan has received the meter involved with this complaint on 07/29/2011. Device evaluation is anticipated, but not yet begun. When lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.